Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results and dead meter. Customer inserted the strips in the meter and the meter will not come on. Customer remove the battery and then reinsert the battery and the meter came on. Customer then tried to run a blood test and got 50mg/dl. While troubleshooting dead meter issues customer states that she is feeling shaky and feels that her glucose is low. Customer does not need medical attention.